Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this left ventricular (lv) lead was performed. Analysis indicated that there were no abnormalities detected. No further investigation can be performed that would identify the cause of reported observation.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted. No additional adverse patient effects were reported.